Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that during a foot repair two ar-18716-10 screw heads and one ar-18716-15 broke off during insertion. All fragments were retrieved but the screws remained in the patient holding the plate among the other screws. The doctor determined the fixation was sufficient. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.